Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported inconsistent flap thickness. Surgeon notes that during the ablation process, the flap measured thicker than planned. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. At the visit on site, the technical support reviewed the system performance with local field service engineer for three days prior to surgery and found no significant issues and system was within system specifications. The reported events could not be reproduced. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).